Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient developed urgency and bladder outflow obstruction requiring intermittent self catheterisation. The patient was referred to physician, who excised mesh via vaginal approach on (B)(6) 2015. The patient experienced recurrence of stress urinary incontinence following excision of mesh requiring further continence surgery. The patient had a period of healing then underwent procedure with autologous mid-urethral mesh on (B)(6) 2017. Additional information has been requested.